Event description:
An MRI was ordered to rule out an i.m (inflammatory mass). Reporter had no other information. Drug delivered via the device was morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient had diffuse complaints. A magnetic resonance image (MRI) was done and no intrathecal mass was found.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2000-(B)(6), explanted: unk; connector model: 8577 lot# n082271, implanted: 2007-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).